Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited the following; far field r-wave (ffrw) oversensing, non-capture, high thresholds and high outputs. It was also observed that the right ventricular (rv) lead exhibited undersensing causing pacing on the t-wave, non-capture, high thresholds and high outputs. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had dislodged , was reprogrammed and then later repositioned and remains in use.